Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during removal of a connect flex guide wire, the distal portion had unspecified damage [separation], and a portion of the guide wire was noted to be in the patient anatomy. There was no intervention reported. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during removal of a connect flex guide wire, the distal portion had unspecified damage [separation], and a portion of the guide wire was noted to be in the patient anatomy. There was no intervention reported. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.